Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user removed the ilet from a pocket and the device screen was found cracked, consistent with a damaged display component and physical damage to the enclosure. Symptoms included no reported clinical effects. Outcomes included no reported impact to health or need for medical care. Investigation included complaint intake review and assessment of device damage based on user report. Investigation of this device revealed device damage consistent with external physical impact, with no evidence of device malfunction beyond the cracked screen. It was concluded, based on previously established findings for similar reports, that the cause was user handling leading to physical damage.